Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor failed testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted. The cause of the test failure is the shorted igbts. The root cause for the shorted igbts was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.